Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, drop in blood pressure, loss of consciousness, cardiac arrest and death. The cause and the treatment for the peritonitis were not reported. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, physioneal and extraneal therapies were discontinued. During the hospitalization (date unspecified), the patient¿s blood pressure decreased and a loss of consciousness occurred. The cause of these events was not reported. Subsequently, the patient was transferred to the intensive care unit and the patient received treatment (no further detail). Twelve days after the date of peritonitis onset, the patient experienced cardiac arrest and died. It was not reported if the patient recovered from the peritonitis prior to death or if an autopsy was performed. No additional information is available.